Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Primary audible alarm background test and auxiliary control unit (acu) watchdog failure were found in the event history log. The technician performed occlusion test and power up process. The reported issues were unable to be duplicated. The root cause of the reported issues could not be determined for the intermittent errors. Replaced speaker for preventive measure. Repair was not needed for acu watchdog failure due to no problem was found on pump. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the background test failure alarm and auxiliary control unit (acu) watchdog occurred. No patient injury was reported.